Event description:
Pump was reported to not deliver chemo medication (5fu) as programmed. The pump ran for the entire 22 hour infusion and indicated that it had infused 488ml but the 500ml bag was still full. No pt injury or medical intervention was reported by the facility. Details were not available from the facility regarding specific pt info.